Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: hrs.: complainant part is not expected to be returned for manufacturer review/investigation. Part number: 04.210.118ts, synthes lot number: 6l40819, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 13 nov. 2019 expiry date: 01. Oct. 2024. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, one (1) 22mm screw and one (1) 18mm screw packed into the sterile tubes could not be removed from the tubes. The issue occurred outside the sterile field. Another set of two (2) screws were used to complete the surgery. There was no surgical delay. The surgery was completed successfully. No patient consequence. Concomitant devices reported: this report involves one (1) 2.4mm ti va locking screw stardrive 18mm sterile. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: cq zuchwil selected flow: packaging / device interaction - functional. Visual inspection: the va locking screw was received with the reported condition that the inner tube did not disengage from outer tube. The visual inspection confirmed that the inner cap with holder and screw is retained within the outer tube during disassembly, which prevent the screw from being removed and used. No further damage is visible. Summary: the visual inspection confirmed that the inner cap with holder and screw is retained within the outer tube during disassembly, which prevent the screw from being removed and used. This production lot (6l40819) was manufactured in november 2019 according to the specification. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Further investigation has shown that this production lot is part of the corrective and preventive action (CAPA) and part of the field safety notice fsn 1655109. The root cause was identified during the performed CAPA evaluation (inadequately defined design of the inner tube & inner cap). All further investigations and actions will be documented within CAPA and hence the in the investigation flow listed remaining investigation steps are not required. Device history lot part number: 04.210.118ts, synthes lot number: 6l40819, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: nov. 13, 2019, expiry date: oct. 01, 2024. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.